Manufacturer narrative:
(B)(6). Device was from manufactured january 20, 2016 to january 22, 2016. One actual infusor unit was received at the plant for analysis. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined with no signs of abnormality found. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor ruptured during filling. The pump was filled with replagal and diluted with 100ml of normal saline solution. There was no patient involvement. No additional information is available.